Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the operation, the patient had nerve damage due to a uterine fibroids resection many years ago and the constipation lasted for 8 to 9 years. Since last year, the patient experienced frequent urination and urgent urination and urinary incontinence, and then underwent ph surgery. There was almost no effect after the operation. There was no curative effect after the first-stage experience operation. After that, the doctor adjusted the parameters for the patient, but the effect was still not obvious. After the doctor¿s recommendation, the patient underwent the second-stage formal implantation of the stimulator, but now the patient still needed to use a urinary catheter to urinate every day, and constipation also required medication to assist in normal defecation. At present, the treatment parameter was adjusted to 1.9v and could not be adjusted higher. After the adjustment, the patient's body was very uncomfortable, and now the patient was often dizzy and had weakness in walking legs.